Event description:
It was reported that the left ventricular (lv) lead showed rising and elevated thresholds. The physician chose to monitor the lead issue. The lv lead remains in use. This patient is enrolled in a product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2013; 407645 lead, implanted: (B)(6) 2013. (B)(4).